Event description:
The customer reported getting no delivery alarms during bolus. The blood glucose reading at time of call was 264mg/dl. The customer stated that he hit rewind instead to resume. Four days later, the customer called back and stated that he filled the reservoir once, and when he primed he was at maximum fill. Reviewing the priming history he has delivered an estimated amount of 67.0 units of insulin while being connected. The customer's blood glucose was dropping and he was advised to go to the emergency room or called the paramedics. The customer called back and stated that he is in the emergency room with low blood glucose of 31mg/dl, and they removed the device from him. While staying in the hospital his glucose dropped to 39mg/dl, and he drank two glasses of orange juice. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that his blood glucose dropped because he took too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.